Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient experienced bleeding, redness, drainage, and an infection under the sensor patch. The patient self-treated with alcohol, peroxide, and topical antibiotic ointment (neosporin). On (B)(6) 2021, the patient was evaluated by a healthcare personnel (hcp) who prescribed an unspecified oral antibiotic and topical antibiotic. No additional patient or event information is available.